Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-jun-2027, UDI#: (B)(4) h3. Analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving compounded baclofen (2000mcg/ml at 1092mcg/day) via an implantable infusion pump for unknown indications for use. It was reported that the patient's spasticity symptoms returned. It was not reported to the rep when the symptoms started to return. No external factors or events that may have been causal or contributory were reported. The hcp stated they had performed a catheter access port dye study on this patient recently that did not show any abnormalities of the catheter. However, the patient had been reporting increased spasticity symptoms. Subsequently, the hcp performed a 100mcg lumbar puncture bolus with short-term resolution of spasticity symptoms. The rep did not know the date this bolus dose was performed and for how long the symptoms had improved. At the managing hcp's request, another hcp explanted the catheter and implanted a new one. The explanted catheter did not appear to have any kinks or sharp bends, and the catheter collet was intact and appeared to be connected properly. It was noted that the explanted catheter did have what appeared to be tissue growth at the proximal end of the sutureless pump connector. The managing hcp requested the explanted catheter be returned for analysis. It was unknown if the issue was resolved at the time of the report.